Event description:
It was reported that the clinician opened the ampule of lidocaine and they were cut by the glass. The cut sustained was a clean, no-risk injury that did not acquire any add'l medical treatment. The event occurred in the ICU. As a result, another ampule of lidocaine was used and the catheter placement was successful. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). The device will not be returned.